Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# v474801, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient via a manufacturing representative (rep) reported that stimulation was spiking when lying on her back. This had not occurred prior to recently. When the patient turned down to low she no longer got pain relief. It was noted that the patient was not using adaptive stim (as). Nothing led to the event and no diagnostics or troubleshooting had been performed yet. The rep was going to meet with the patient in 2 days. The issue had not been resolved at the time of the report. No surgical intervention occurred and none were planned. The cause of the issue had not been determined yet. The rep later reported that they ran impedances, positionally. When the patient was lying down electrodes 0 and 4 were out of range. The rep programmed around them, but they were not being utilized by any programs anyways. The cause of the issue was determined to be due to the out of range impedances. The patient's relevant medical history includes non-malignant pain. The rep was waiting for further follow up from the patient to determine if the issue had been resolved. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the manufacturer representative (rep) reported that the patient was scheduled for either a lead or implantable neurostimulator (ins) revision. A different rep had spoken to the doctor on the day of this report about an ins revision. There were some impedance issue but it was unknown which pair. There had been positional stimulation changes and positional changes with impedances. The patient might also have a lead/ins revision. X-ray to confirm device implant was reviewed.